Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name-(B)(6) hospital a supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that while in use by a patient, cardiosave intra-aortic balloon pump (iabp) had screen display failure. There was no patient harm or injury reported.

Event description:
Na.

Manufacturer narrative:
Updated fields- b4, d9, g3, g6, h2, h3, h6 type of investigation, investigation findings, investigation conclusions, h11. A getinge field service engineer fse evaluated the unit, and after the unit was returned to the company, a running test was performed, during which the screen failure was reproducible. The fse replaced the upper display monitor, top display lcd assembly, upper inside badge label and prod ID label. After the replacement, the unit underwent a 7day continuous running test. No further display issues or abnormalities were observed throughout the testing period. The unit is operating as expected and has been confirmed to be fully functional. The failure analysis and testing department received the following parts associated with this complaint upper display monitor board, display top lcd. These parts were received with a reported unit failure message of screen display failure. The failure analysis and testing dept. Performed a visual inspection, and parts look in good condition. Installed upper display monitor and display top lcd into the cardiosave test fixture and tested separately and together to the cardiosave service manual. The fat dept. Performed functional tests and passed. The fat dept, could not replicate the failure message of screen display failure. Upper display monitor and display top lcd passed testing.